Manufacturer narrative:
The subject device was evaluated. Service repair noted device evaluation found the device works correctly, no issue was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, that the camera head had image issues and false contact in the cable. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.